Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and device was not detected on bus. A field service engineer (fse) powered off the station and removed the back panel. It was found that the cable to the drawer 1 controller board was not inserted. The cable was reseated and the station rebooted. After testing, the hardware was detected, but the drawer rails were physically damaged, causing it to open halfway. The issue was resolved by replacing the rails. Hardware functionality was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure, and the device was not on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.